Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal saline 1 mg/ml at 0.1698 mg/day via an implantable pump for unknown indications for use. It was reported that the patient experienced a pump stall greater than 48 hours resulting in the patient not receiving therapy and subsequent replacement of old pump with the new pump. The patient reported receiving multiple mris in one day. Diagnostics/troubleshooting performed included the cs was called to the operating room (or) for an add on case. Upon arrival, the resident physician indicated that the patient's pump had experienced a prolonged motor stall and the hcp planned to replace the pump today. The cs interrogated the patient's pump which stated a motor stall had occurred and recovered. The logs indicated that a stall occurred on (B)(6) 2024 at 0839 followed by a "critical alarm-stopped pump duration exceeded 48 hours (04)" on (B)(6) 2024 at 0839. There were then documented programming steps followed by a motor stall recovery notification on (B)(6) 2024 at 1503. The cs shared the logs with the hcp who determined that a replacement was the best course of action. A new pump was implanted and the old pump was collected by the cs for return to medtronic. The issue was resolved at the time of the report and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving morphine via an implanted pump. It was reported that the patient underwent an MRI and the motor stalled as usual, but never recovered. The pump was interrogated on (B)(6) 2024 and it was seen that it was still stalled. The patient had increased pain, but no withdrawal. The pump was filled with saline and the patient was referred to another physician for pump replacement. The surgery was planned but not yet scheduled. The issue was not resolved at the time of the report, and it was indicated that the hcp had no further information to provide regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump identified that the device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.